Event description:
C-reactive protein increase [c-reactive protein increased], joint infection [arthritis infective], red blood cells joint fluid increased [synovial fluid red blood cells positive], white blood cells joint fluid increased [synovial fluid white blood cells positive], pyrexia [pyrexia], swelling of joint [joint swelling], joint fluid retention [joint effusion], arthralgia [arthralgia]. Case description: spontaneous report was rec'd on (B)(6) 2011 from an hcp regarding a (B)(6) female pt, initials (B)(6), who experienced knee swelling, knee effusion, pyrexia and arthritis infective after starting synvisc. The pt's medical history is significant for gonarthrosis. On (B)(6) 2011, the pt rec'd her first injection of synvisc (location not specified). On (B)(6) 2011, prior to the second injection, the pt presented with knee swelling and joint fluid was aspired and its culture test revealed high test values including: crp: 15; wbc: 9660; rbc: 3540000 (units not provided). On (B)(6) 2011, the pt rec'd the second synvisc injection and pyrexia subsequently developed. On (B)(6) 2011, the pt rec'd the third and final synvisc injection, despite there still being swelling of the knee. The pt's symptoms were treated with the following: loxoprofen sodium (dosage and indication not provided); levofloxacin, suspected injection (dosage not provided). On (B)(6) 2011, the pt visited the clinic, at which time the events were deemed to have alleviated. The hcp assessed the events of swelling and increased crp as serious and definitely related to synvisc. The hcp assessed the event of pyrexia as non-serious and definitely related to synvisc. Concomitant therapy included: celecoxib (dosage and indication not provided). On (B)(6) 2009 present, 2.5ml/month, shoulder pain relief. The product lot number was not provided. At the time of this report the outcome of the pt was recovered. Add'l info was rec'd on (B)(6) 2011 from the hcp. The pt's medical history is significant for not only gonarthrosis, but also previous synvisc treatment, which was reported to have been effective. The hcp revised his initial report to say that on (B)(6) 2011, the pt rec'd her first injection of synvisc into each knee. On (B)(6) 2011, the pt developed bilateral knee swelling. On (B)(6) 2011, the pt presented with knee effusion and 30cc of joint fluid was aspired. The fluid culture test was negative. On (B)(6) 2011, the pt rec'd her second injection of synvisc into each knee. Bilateral knee swelling again developed. On (B)(6) 2011, joint fluid was aspired from the pt's left knee, she has a blood test and she rec'd her third and final injection of synvisc into each knee. On (B)(6) 2011, joint fluid was aspired from the pt's left knee and she underwent an intra-articular lavage. Relevant test results from (B)(6) 2011 include: rbc: 354 x 10 to the power of 4/mm3; platelet count: 26.6 x 10 to the power of 4/mm3; wbc: 9600 /mm3; crp: 15.69 mg/dl. Corrective treatment include: loxoprofen sodium, (B)(6) 2011-present, qdx3, gonarthrosis; levofloxacin, (B)(6) 2011, (B)(6) 2011, 500mg, qd, suspicion of infectious disease. On (B)(6) 2011, the pt visited the clinic to confirm that knee swelling and pyrexia had alleviated, but crp and other test results were unk. Concomitant diseases include: hypertension. Concomitant therapies include: celecoxib, (B)(6) 2011, 200mg, 2x/q24hr, gonarthrosis. The product lot number was not provided. At the time of this report the outcome of the pt was recovering.

Manufacturer narrative:
Add'l info was rec'd on (B)(6) 2011 in the form of qa results. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.